Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission with episodes of premature ventricular contractions. Upon review, intermittent undersensing on the atrial channel of the pulse generator was suspected to have caused the premature ventricular contractions. Programming modifications were discussed. The device remains implanted. The patient¿s condition was stable.